Manufacturer narrative:
Event date was not provided, first date of the aware date month was selected as the event date.

Event description:
It was reported that removal difficulties occurred. A samurai guidewire was selected to treat the lesion. However, the physician noted the unknown balloon would become stuck to the guidewire. No patient complications were reported.